Event description:
Pt used the minimed insulin pump for 12 years. In the middle of the night their spouse found them unconscious on the floor at 3:15 am in the kitchen. How they got there they do not know. Their dogs alerted their spouse and they tested pt's blood sugar and it was 23. Spouse disconnected the pump so that pt would not receive anymore insulin at that time. Spouse started administering glucose tablets, 8 of them crushed so pt would swallow then and in 2 hours was able to bring sugar up to 60. At this time pt came around and spouse gave them more tabs and some food to bring sugar up more. Spouse now realizes they should have called paramedics, but felt there was no time because the operators always try to solve the problem themselves instead of sending the paramedics, this was from past experience. Spouse realizes they still should have sent for them, but they were working on pure adrenal in rush at the time and did what they were told by doctors. The next day on the telephone with the pump company pt found that 2 major settings had changed by themselves. The basil rate changed at 12:00 am from 0.5 units per hour to 3.5 units. At 3:00 am there was another rate change that had been eliminated 2 years ago and set back ot 0.5 from 0.6 for two hours as a trial for morning phenomenon. It didn't help and the dr said to put it back to 0.5 again the machine delivered an extra 9.0 units over that 3 hour period. Drastically lowering pt's blood sugar to 23. The drs told spouse that people die from the low blood sugar. The co said that this has never happened in the history of the co.